Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g6 cgm, with discordant glucose values between cgm and fingerstick, and received real-time troubleshooting and education including recalibration of the dexcom app and ilet and syncing of report logs. Symptoms included low blood glucose with associated distress that improved following treatment. Outcomes included recovery to euglycemia after oral carbohydrate intake and education on hypoglycemia management. Investigation included guided device recalibration, data synchronization, and review of treatment practices for hypoglycemia. Investigation of this case revealed cgm-fingerstick discrepancy that resolved after recalibration, with no device malfunction identified and hypoglycemia managed with oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.